Event description:
The customer reported that the waveform on the monitor was displayed normally, however the heart rate count was not displayed correctly.

Manufacturer narrative:
(B)(4). The customer reported that the waveform on the monitor was displayed normally, however the heart rate count was not displayed correctly. The pt is deceased. No allegation was received that this monitor was a contributor to this death. The preliminary investigation indicates that there was baseline wander for the ECG due to dry electrodes and that the customer reported the monitor was not related to the pt death. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.